Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One photo sample of a powerpicc catheter was returned for investigation. A section of the catheter containing the 10 cm depth marker is shown in the photo. A circumferential split is shown in the proximity of the 10 cm depth marker. Material whitening appears to be present at the corner of the split. The split surface characteristics could not be clearly observed; however, the split edges do not appear to be sharp and defined. The event description indicates a split was present 1 cm outside of the body; however, only a split near the 10 cm depth marker is shown in the photo. What resembled a kink was observed in the tubing in the proximity of the split. Based on the photo sample provided, possible contributing factors include material fatigue caused by repeated kinking of the catheter. Since a split and kink in the catheter were observed, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a split in their PICC, 1 cm distal to a securacath device. PICC inserted (B)(6) 2019 it was stated, "patient¿s piccs showed the characteristic creasing that results in repetitive flexion/extension at one point ragged edge of rip indicates fatigue from repeated movement at one point." Additional information: patient receiving parenteral nutrition in the community. PICC split outside the body 1 cm distal to the securacath securement device and leaked. PICC removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a split in their PICC, 1 cm distal to a securacath device. PICC inserted (B)(6) 2019. It was stated, "patient¿s piccs show[ed] the characteristic creasing that results in repetitive flexion/extension at one point. Ragged edge of rip indicates fatigue from repeated movement at one point." Additional information: patient receiving parenteral nutrition in the community. PICC split outside the body 1 cm distal to the securacath securement device and leaked. PICC removed.